Event description:
A physician attempted vascular closure using the starclose device in the common femoral artery. Post the procedure, there was oozing at the puncture site. Pressure was held to the site and hemostasis was achieved using manual compression. The patient was sent to the nursing floor, but developed a retroperitoneal hematoma. The patient received a transfusion that night. It was reported the patient had a coronary vessel procedure five days later. The patient was discharged home two days post this procedure.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.